Event description:
It was reported that the device illuminated the service indication and logged several event codes in the memory. Physio-control evaluated the device and observed an intermittent boot up/lock up problem. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the programmed use interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed user interface pcb assembly at the failure analysis center and observed event codes in the memory and the u8 flash corrupted internally. However, the boot up failure was not verified or duplicated. Further cause for the boot up failure could not be determined.